Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient stated that iol is horrible. All images beyond 10 feet have a shadow and halos during moderate daylight are almost unbearable making it very difficult to drive. Hydrating drops did nothing. Additional information has been received and stated that, the patient specifically discussed the technician dry eye concern with the doctor. He said he wasn't really concerned. We discussed available prescription strength drops, but he indicated he didn't think that the patient was a good candidate for them. The patient sent a follow up note to the doctor after my last office visit, after which the patient was discussed with the technician. Technician told patient to continue the vitamin supplements and put drops in my eyes every two hours. It made no difference. Another technician responded to my call and gave me a lecture on how the patient had dry eyes. The patient still use drops (pf free) occasionally, and take the supplements four tablets a daily. There are two medical device reports associated with this patient. This report is associated with the right eye.